Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm external flash crc error alarm and unable to perform any tests due to blank display the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error external flash crc error. Customer blood glucose level was 132 mg/dl. Customer also stated that they cleared the alarm. The device will be returned for analysis.